Manufacturer narrative:
A manufacturing review could not be reviewed, as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment, limb perforation of the ivc wall, filter tilt, and removal difficulties. Based on the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that approximately one month post vena cava filter deployment, filter tilt, perforation of the ivc wall, and the detached limbs were reported. Three years post filter deployment, the filter and two detached limbs were retrieved successfully following two unsuccessful retrieval attempts. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient successfully had an inferior vena cava filter deployed via the right common femoral vein prior to same day gastric bypass. Thirty-eight days post filter deployment, an unsuccessful filter retrieval procedure was performed. The filter was identified to be tilted in the infrarenal ivc. One week post retrieval attempt, a CT scan was performed demonstrated the filter was tilted and filter limbs extending beyond the lumen of the ivc. Forty-eight days post filter deployment, an unsuccessful filter retrieval procedure was performed. The filter was tilted, perforating the ivc, and migrated (exact location of migration not provided). Approximately two years eight months post filter deployment, the patient was admitted to the emergency department with complaints of chest pain. CT scan demonstrated bilateral pulmonary emboli and small left pleural effusion. Patient was given anticoagulation therapy and discharged home three days later. Approximately three years three months post filter deployment, patient had complaints of low back pain. CT scan performed demonstrated a filter limb terminating in the aortic wall. There was thickening of the aortic wall at this location, representing an intramural hematoma. Three days post-CT scan, the patient was scheduled for a filter retrieval procedure. Multiple unsuccessful attempts were made to retrieve the filter with venous access from the right internal jugular. Next, left femoral venous access was gained and a cytogenetic laser was advanced to the filter. Extensive laser ablation was performed. Additional unsuccessful retrieval attempts were performed. The procedure was concluded and the patient was in stable condition. Approximately three years four months post filter deployment, the patient was scheduled for an open retrieval of the ivc filter with inferior cava venotomy. A midline incision was made to reveal the inferior vena cava. Multiple filter limbs were identified outside of the vena cava wall, one in the aortic wall and another located in the vertebral body. The two filter limbs were removed using a wire cutter. A transverse venotomy was performed above the tip of the ivc filter. The tip of the filter was encapsulated and then freed up. A clamp grasped the tip of the filter and pulled it out in a longitudinal fashion. The retroperitoneum, fascia and skin were approximated to their original location and successfully closed. The patient was extubated and transferred to the surgical intensive care unit in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were received. Medical records were provided. The medical records allege a filter was implanted prior to gastric bypass surgery. Thirty-eight days after implantation, an unsuccessful retrieval attempt was performed. The filter was allegedly tilted. CT imaging a week later allegedly demonstrated filter tilt with limbs extending beyond the lumen of the ivc. Allegedly a second unsuccessful retrieval attempt was performed forty eight days after implantation. The filter was reportedly tilted, perforating the ivc, and said to have migrated. Approximately two years and eight months after implantation, a CT scan allegedly demonstrated bilateral pulmonary emboli and small left pleural effusion. After a third unsuccessful retrieval attempt, an open retrieval procedure was performed. The filter was successfully removed. Based on the medical record review, filter tilt, perforation of the ivc, filter migration, and difficult to remove can be confirmed. The investigation is inconclusive for a detached limb as there was no mention of this issue provided within the medical records. Per the reported event details, the filter was implanted prior to gastric bypass surgery. Furthermore, it was reported that the patient was morbidly obese. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients." The IFU also states, "complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention." Therefore, it is possible that patient and/or procedural factors may have contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: use only the bard® recovery cone® removal system (packaged separately) to retrieve the recovery® g2® filter. Use of other removal devices has resulted in recurrent pulmonary embolism. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information based on review of medical records - it was reported thirty-eight days post prophylactic vena cava filter deployment prior to same day gastric bypass surgery, the filter was tilted and unable to be retrieved. Forty-five days post filter deployment, CT scan demonstrated a filter limb extending beyond the caval wall. Forty-eight days post filter deployment, a second unsuccessful filter retrieval procedure was performed. Approximately two years eight months post filter deployment, the patient had complaints of chest pain and CT scan demonstrated bilateral pulmonary emboli. Approximately three years three months post filter deployment, an unsuccessful filter retrieval procedure was performed. During the procedure, additional access was gained and laser ablation was performed, and additional unsuccessful retrieval attempts were made. Approximately three years four months post filter deployment, during an open venotomy procedure, filter limbs were identified to be extending beyond the caval wall, one limb perforating the aorta and the other the vertebral body. The filter was successfully removed, and the patient was in stable condition at the conclusion of the procedure.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide new patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.